Manufacturer narrative:
(B)(4) - the date of the onset of peritonitis was an unspecified date prior to approximately one month before (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was not reported. The patient was treated with an unspecified medication (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.